Manufacturer narrative:
Event site name: (B)(6) med ctr. Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
On (B)(6) 2026 at 17:00, an emergency cardiac catheterization procedure was performed, during which a trp3546 intra-aortic balloon (iab) catheter was inserted via the femoral artery and counterpulsation therapy was initiated using a cardiosave intra-aortic balloon pump (iabp) console. The patient's vascular anatomy was reported to demonstrate mild tortuosity of the descending aorta and iliac arteries, as well as mild calcification of the aorta and aortic bifurcation. Approximately 30 minutes after insertion, blood was noted within the iabp catheter tubing, consistent with balloon membrane rupture and blood ingress into the balloon. Iabp support was discontinued, and catheter removal was attempted. During withdrawal, resistance was encountered, and the catheter became temporarily entrapped, most likely due to thrombus formation within the ruptured balloon. The removal procedure was completed using standard techniques under the supervision of a vascular surgeon. Surgical intervention was not required. Inspection of the retrieved catheter confirmed the presence of thrombus within the balloon. Following successful removal of the ruptured device, a second trp3546 iab catheter was inserted, and counterpulsation therapy was resumed using the same csave console without further reported device-related complications. The second catheter remained in place until (B)(6) 2026 at approximately 22:00, when it was removed following the patient's death. A technical inspection of the csave console was subsequently performed to assess for potential blood ingress into the pneumatic system. The inspection confirmed that no blood had entered the console and no abnormalities were identified.